Event description:
It was reported that a patient had a device that her body rejected for unknown reasons six years ago. It was noted that the patient wanted another device placed. No further information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).